Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not charge and became nonfunctional when the user attempted a meal announcement, consistent with a device power or charging failure and unresponsive screen behavior. Symptoms included no alarms or alerts and no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included a transition to backup therapy and shipment of a replacement device. Investigation included remote troubleshooting guidance and return logistics for device evaluation. Investigation of this device did not revealed that the device was presumed to have a charging or power subsystem malfunction resulting in loss of function. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the power or charging system.